Event description:
A technician reports a pt with a poor outcome following bilateral refractive surgery for mixed astigmatism. This report is for the left eye, the right eye is being reported on MFR report #3003288808-2012-00065. Add'l info has been requested, but not provided.

Manufacturer narrative:
During the onsite investigation, the field engineer checked the laser and found the system to be operating within specs. A review of the logfile for the time of this pt's surgery indicated all treatments were completed to 100%, however, the logfile also showed the surgeon was not following the user manual in performing energy checks. Energy checks were not performed regularly before each treatment. A root cause has not been identified, as the system was operating within spec. (B)(4).